Manufacturer narrative:
No additional information is available for this event.

Event description:
It was discovered in the beckman coulter inc. (Bci) warehouse that uric acid cartridge leaked due to a loose cap. No injury was reported